Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a warning for charge circuit inactive. A charge circuit timeout alert had occurred previously three separate times. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.